Event description:
The user was complaining of intermittencies in sound with the device for several months.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was complaining of intermittencies in sound with the device for several months.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. A chronic movement of the coil section has very likely caused this fatigue fracture over the years. In addition, the recipient was no longer within the indication criteria for the device. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.